Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room with chest pain. The customer attributed the issue to multiple, intermittent occlusion alarms. The customer left the emergency room approximately 6 hours later. Reportedly, the customer reverted to manual injections for alternate insulin therapy.